Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high pacing lead impedance measurements greater than 2,500 ohms. Additionally, there was loss of capture (loc). The patient complained of fatigue and shortness of breath. Additional information received from the field representative indicated that the cause was not determined. A revision procedure was performed and noted a fractured lv lead at the proximal end between terminal pin and suture sleeves. The device and lead was surgically abandoned. A new system was implanted on the right side of the body. No additional adverse patient effects were reported.